Manufacturer narrative:
(B)(4). The customer returned one unit 5-22315 et tube, preformed cuffed nasal, 7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the balloon cuff had multiple holes. There were two large slice marks in the cuff, each lined with multiple holes. It appeared that the cuff was cut by something sharp. Functional inspection could not be performed due to the condition of the returned sample. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the inflation system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "deflate cuff prior to repositioning the tube. Movement of the tube with the cuff inflated could result in patient injury or in damage to the cuff, requiring a tube change. Verify the position of the tube after each repositioning.". The reported complaint was confirmed based upon the sample received. Visual examination of the returned device revealed that balloon cuff had multiple holes. There were two large slice marks in the cuff, each lined with multiple holes. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "patient intubated x3 with "performed, cuffed tracheal tube, nasal" anesthesia states that the cuffs were checked prior to intubation. Cuffs did not hold air after intubation x3. Patient was then intubated orally." Associated complaints (B)(4).

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "patient intubated x3 with "performed, cuffed tracheal tube, nasal"anesthesia states that the cuffs were checked prior to intubation. Cuffs did not hold air after intubation x3. Patient was then intubated orally." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). Medwatch received 01-nov-2024. Uf/importer report#: (B)(4).

Event description:
It was reported that: "patient intubated x3 with "performed, cuffed tracheal tube, nasal" anesthesia states that the cuffs were checked prior to intubation. Cuffs did not hold air after intubation x3. Patient was then intubated orally." Associated complaints: 3003898360-2024-01071, 3003898360-2024-01072, 3003898360-2024-01113 and 3003898360-2024-01070.

Manufacturer narrative:
Qn#(B)(4). Medwatch received 01-nov-2024. Uf/importer report#(B)(4).

Event description:
It was reported that: "patient intubated x3 with "performed, cuffed tracheal tube, nasal" anesthesia states that the cuffs were checked prior to intubation. Cuffs did not hold air after intubation x3. Patient was then intubated orally." Associated complaints 3003898360-2024-01071, 3003898360-2024-01072, 3003898360-2024-01113 and 3003898360-2024-01070.